Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and confirmed the error code of the led failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. Root cause is determined to be an electrical component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that a versajet ii console presented error code when they were trying to use it. No harm or injury reported on patient. Procedure was finished with a back up device. No delay reported.